Event description:
Customer stated their teeth are misaligned the top front are hitting the bottom front.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.